Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.

Manufacturer narrative:
The distributor performed a checkout of the equipment and was not able to confirm the reported complaint. The unit was returned to service.